Event description:
The customer reported getting a 'defib failure cycle power error:1000.' No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported getting a 'defib failure cycle power error:1000.' No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.